Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: dir (B)(4) received from tga in relation to ethicon - closed-wound drain, non-bioabsorbable. Product details provided: blake drain - 10fr - closed-wound drain, non-bioabsorbable. Clinical event information: retained drain, unclear how this happened. Patient drain removed on ward post operatively, the patient discharged and re-presented with a post-operative infection. Patient outcome/consequences: no ongoing concerns for the patient. Disclaimer: no further information available as reporter details have not been disclosed (confidential). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Procedure date ? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Were there any precipitating factors leading to the drain breakage? Were x-rays performed to locate the drain piece? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? When was the 2nd procedure performed to remove the piece of drain left in the patient? Other relevant patient history/concomitant medications? How was the infection treated, specific medication / dosage? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. Va drain - 10fr - closed-wound drain, non-bioabsorbable was retained drain, unclear how this happened. Patient drain removed on ward post operatively, the patient discharged and re-presented with a post-operative infection. Patient outcome/consequences: no ongoing concerns for the patient. No further information available as reporter details have not been disclosed (confidential). Additional information has been requested.